Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that an empty cartridge alarm occurred. Customer loaded a new cartridge to resolve the issues. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.